Manufacturer narrative:
The customer contacted a siemens' customer care center (ccc) specialist. The ccc reviewed the data provided. The customer stated they received the discordant after their wash station was improperly installed. On a previous service request, an incubation ring was replaced and the wash station was reinstalled. The wash station was incorrectly installed, causing water to be left behind in the bottom of the cuvettes during the wash process. The cause of the discordant, testosterone and free thyroxine results was due to an incorrectly installed wash station by the siemens' customer service engineer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results for testosterone and free thyroxine were obtained on patient samples on an advia centaur xp instrument. The customer was not able to provide the results from the time of the event. It is unknown if the discordant results were reported out to the physician(s). The customer stated they repeated testing with new samples. Corrected reports were not issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant testosterone and free thyroxine results.